Event description:
Surgeon implanted four 6.50mm x 50 mm pedicle screws with polyaxial heads unilaterally from l2 - l5. An 80mm rod was selected and placed in the polyaxial heads. A locking cap was then delivered into each polyaxial head and provisionally tightened using a free-hand technique (without ist counter torque tube). Final tightening of l3 and l4 locking caps was then performed without issue using ist counter torque tube and locking cap driver. As surgeon performed tightening of l2 locking cap, an audible snap was heard. The polyaxial head had broken near the top of the device. Surgeon removed broken polyaxial head, replaced it, and completed surgery.

Manufacturer narrative:
The device was returned to the manufacturer and is currently under evaluation.